Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with a insulin shot. The customer was informed that there could be many reasons for high blood glucose. The customer realized that the needle was not properly inserted in their skin therefore was not receiving the insulin from their pump. No further information was provided.